Event description:
It was reported that the patient with this implantable pacemaker experienced pain at the incision site. The pacemaker was implanted one year ago. Technical services recommended an in-office assessment, noting that the cause may vary by patient and could be related to muscle or nerve irritation. Symptoms may also be influenced by the patient body type. At this time, this pacemaker remains service. No adverse patient effects were reported.